Event description:
During remote follow up, noise resulting in oversensing, oversensing of myopotentials and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Technical support was contacted. No intervention has been performed. The patient was stable.